Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reev3292 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the doctor placed the catheter, it was found that there was leak at marked of 29-30cm from the catheter. Patient status/ intervention: change new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed the proximal end of the 2 fr single-lumen per-q-cath PICC. The extension set appeared to be attached to the catheter and the stylet appeared to be present in the lumen. The 0-3 cm depth marks were visible in the photo. Two drops of fluid were present on the external surface of the catheter tubing at the 1cm depth mark. No breach in the catheter could be discerned from the photograph. While the exact cause of the leak could not be determined from the photo, potential contributing factors include damage from manipulating the stylet without flushing and sharp instrument damage. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when the doctor placed the catheter, it was found that there was leak at marked of 29-30cm from the catheter. Patient status/ intervention: change new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 2 fr per-q-cath with a stiffening stylet and t-lock inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned catheter was flushed with a 12 ml syringe of water and a leak was observed just proximal to the 1 cm depth marker. A microscopic observation revealed multiple small diagonal splits in the catheter around the leak site. The splits were observed to be straight with mostly even edges. Whitening of the catheter material was observed at the corners of the splits when the catheter was stretched. A bridge of material was observed between the two fracture surfaces of one split. No additional damage was found within the catheter tubing, and one of the splits was found to be superficial with damage only on the exterior of the catheter tubing. While the features of the splits observed on the returned catheter suggest the damage to the catheter originated from an exterior source, it is unknown when or where this damage occurred. Possible causes include instrument damage and stylet damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the doctor placed the catheter, it was found that there was leak at marked of 29-30cm from the catheter. Patient status/ intervention: change new catheter.